Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in (B)(6) 2008 in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to misplace mid urethral sling. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure in (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh excision procedure on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.